Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc freestyle libre sensor and observed itchy skin and pus formation at sensor site. Customer had contact with a healthcare professional and was prescribed elocom (steroid topical cream) for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer experienced a skin reaction while wearing an adc freestyle libre sensor and observed itchy skin and pus formation at sensor site. Customer had contact with a healthcare professional and was prescribed elocom (steroid topical cream) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed, and no issues were observed. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h4 (device mfg date) was incorrectly documented in the previous report. Correction has been made.

Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Visual inspection was performed, and no issues were observed. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history record) for the libre sensor kit was reviewed and the DHR showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The MDR submitted on 25jan22 listed the incorrect extended investigation activities, therefore section h10 has been updated to include all available investigation findings.

Event description:
A customer experienced a skin reaction while wearing an adc freestyle libre sensor and observed itchy skin and pus formation at sensor site. Customer had contact with a healthcare professional and was prescribed elocom (steroid topical cream) for treatment. There was no report of death or permanent injury associated with this event.